Event description:
It was reported that the cadd pump displayed a not detecting cassette alarm. This alarm condition is associated with a high-priority alarm and could potentially interrupt therapy if it occurs during patient use. The event was identified during pre-testing. There was no patient involvement, injury, or adverse event associated with this occurrence.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.